Event description:
A patient reported that they felt dizzy in the morning and had to test on their backup because their one touch ultra meter would not power on. The result on the backup meter was 41mg/dl. The brand of the backup meter is unknown. Patient treated self with food and beverage. No further information has been reported.